Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿slip cover¿ on the luer connector of a clearlink extension set was ¿stuck in the upward position¿, leading to the customer not being able to connect the set to an unspecified catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.